Event description:
User called to report an incident that occurred on the morning of (B)(6) 2024. User woke up to check her fasting reading, she states around 10:30 am she received a reading of 22 on her easy touch meter. She states she turned around blacked out and fell to the ground. User was taken to (B)(6) medical center via ambulance, arriving around 11 am. While at the hospital user blood sugar was checked, she does not remember what her blood sugar read, but they also conducted a cat scan due to a large bump on her head due to the fall. After the hospital visit, user took her easy touch meter and compared it to that of the dr. She stated her easy touch meter would read 33 points higher than her dr. Dr. Read 76 while easy touch read 112. Meter and test strip will be returned/ replaced through (B)(6) pharmacy (place of purchase) for user to get same day. (Accodring to the information of mhc). This report is same as the MFR report #: cc 30057989-2024-03162, reported by mhc.

Manufacturer narrative:
According to the conclusion of the investigation report, the returned meter is in good condition, and the test results for vials of strips of the retentions fell within designated ranges. The investigation is completed and the case is closed.